Manufacturer narrative:
The company representative replaced the pcb main board (part number 0670-00-0788) and the pcb recorder interface (part number 0670-00-0647). The iabp was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an alarm and then shut down. The patient was switched to another iabp and therapy was continued. No patient injury was reported.